Event description:
A large breath was delivered to the pt. The ventilator was placed into the standby mode & then the enter button pressed to restart it, the pt box valve did not cycle after pressing the enter button. When the pt box was picked up, the valve started cycling and delivered a large breath to the pt. The pt status deteriorated and a chest x-ray revealed the pt had bilateral pneumothorax. Bilateral thoracentesis was performed. Follow up x-ray still showed pneumothorax on the left side. A chest tube was placed on the left side. Follow up x-ray, the next day, showed left side pneumothorax resolved.

Manufacturer narrative:
User facility has been advised of the need to conduct a failure investigation and has agreed to bring the device back for investigation after the holidays.